Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as peritoneal inflammation. The cause of the event was not reported. It was reported the patient ¿lived in the ICU for a long time and experienced severe inflammation¿. The patient was treated with unspecified anti-inflammatory and antibiotics for the event (no further details). At the time of this report the patient was recovered and dianeal therapy was withdrawn. No additional information is available.